Event description:
Caller reported a cartridge alarm 30 during pumping. Blood glucose level remained within normal range, not exceeding 500 mg/dl. Customer did not have a cartridge available for a change at that time and was advised to call back for assistance with the cartridge change if the alarm reoccurs.